Event description:
It was reported that eri (elective replacement indicator) was reached much earlier than what the pacemaker estimated at the last check. The patient had not been feeling well. It was noted that the ventricular output had increased from 3.5v @ 0.4ms to 5v @ 1.0 ms. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) battery depletion-normal.